Manufacturer narrative:
Approximately one year and ten months post implantation the patient was seen for a routine clinic visit. Lab results indicated a rise in ldh 316 u/l and trace red blood cells and hemoglobin in the urine. The patient's lvad was interrogated by the perfusionist and was found to have flows and power consumption greater than normal pump parameters beginning three days prior to the clinic visit.  He was admitted to hospital and initially treated with anticoagulation therapy for suspected pump thrombus.  Ldh levels continued to rise; however and there was growing concern for evolving thrombus formation.  Four days after being admitted the patient was taken to surgery for pump exchange.  Inr prior to pump exchange was 2.65 and ldh was 1385 u/l.  When the patient became stable enough to be weaned from cardiopulmonary bypass he was reported to be "doing well" with pump parameters within normal operating ranges. The pump (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. Log files were not available for review despite attempts to obtain them. Independent pathological analysis confirmed the presence of thrombus. An increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
Approximately one year and ten months post implantation the patient was seen for a routine clinic visit. Lab results indicated a rise in ldh 316 u/l and trace red blood cells and hemoglobin in the urine. The patient's lvad was interrogated by the perfusionist and was found to have flows and power consumption greater than normal pump parameters beginning three days prior to the clinic visit. He was admitted to hospital and initially treated with anticoagulation therapy for suspected pump thrombus. Ldh levels continued to rise; however and there was growing concern for evolving thrombus formation. Four days after being admitted the patient was taken to surgery for pump exchange. Inr prior to pump exchange was 2.65 and ldh was 1385 u/l. When the patient became stable enough to be weaned from cardiopulmonary bypass he was reported to be "doing well" with pump parameters within normal operating ranges.